Event description:
The customer contacted physio-control to report that their device displayed the attention icon. There was no patient use associated with this event. Upon evaluation of the device, physio-control observed that the downloaded device data logs indicated that the internal hybrid layer capacitor (hlc) batteries had become completely depleted and that the device likely would not have been able to deliver defibrillation energy if needed.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure. Within the data download of the device, it was observed that the internal hlc battery levels did deplete unexpectedly; however, the cause of this reported issue could not be determined. It was also noted that non-shorting tin whiskers were observed but was not related to the reported issue. During testing, the device functioned normally and did not exhibit any power failures. The customer received a replacement device.